Event description:
A customer reported that during a procedure, the system started making a strange sound and an "x" was noted, indicating the machine did not prime. The doctor stated he was not getting any fluid and asked to switch to air to fill the eye as it was beginning collapsing. The doctor disconnected the infusion line from the tubing and filled the eye with bss using a syringe. While trying to prime, bubbles were noted in the cassette. The system was unsuccessful in re-priming. The customer exchanged the cassette and the case was completed without harm to the pt.